Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation making a complete evaluation impossible. The three day post-operative images provided show the lower endplate clearly detached from the core and a subsidence in both the superior and inferior vertebral endplates. No immediate post-operative images were provided to verify that the fortify construct was correctly assembled. No determinations can be made as to the exact cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10

Event description:
It was reported that the fortify inferior endplate of the cage dislodged from the core post-operatively requiring revision surgery.